Event description:
Rptr indicated that pt was diagnosed with a broken lead and will require lead replacement surgery. Further follow-up revealed that in 2002 the pt reported to the physician that the device was not working. A lead test in 2002 resulted in a high impedance reading (dc-dc code 7). It was reported that the pt went to a surgeon for consultation on replacement. It was also reported that the pt did not suffer from any injury and is very sedentary. The lead and generator were replaced in 2002. The reason for generator replacement is unk. It was reported that the pt did not twiddle their lead and does not do any strenuous activities. It was reported that the pt was last seen in 2002 and a lead test resulted in an ok impedance reading. It was reported that the pt has had benefit from vns therapy and has had a decrease in seizure activity from 50 per week to 5-7 per week.